Event description:
It was reported to philips that tempus pro shows continuous interferences that do not let them read the heart rate of the patient, fc value takes too long to appear, patient is moved and does not speak.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer and a third party service engineer has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating device interference (ECG artifact). While the device was noted to be in use, there was reportedly no patient or user harm or impact. Diagnostics determined the device would require on site repair. During the onsite visit the malfunction was unable to be reproduced and the log files were obtained. Testing and verification was completed satisfactorily and the device was returned to service at the customer site. For this particular complaint analysis of the log files would not aid root cause determination as the log files do not record the patient vitals (e.g. ECG waveform), the noise on ECG waveform can only be detected by visual judgement by looking at actual ECG waveform. The device does not record the ECG noise by either as an alarm or as an error in its log files. Due to an increase in potentially related incidents regarding the tempus pro from health service of balearic islands in spain philips conducted a detailed analysis of the problem following site visits and identified a range of potential causes outside of philips control and provided solutions. Refer to the following attached reports for detail 'beleric island summary report - ECG artefact' and 'technical investigation report - noisy ECG waveform'. There is insufficient information for this particular complaint to determine the cause from the number of potential causes identified within the reports. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis further action has been initiated. While no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.